Manufacturer narrative:
Correction to initial and supplemental MDR 001 in block h6: patient codes. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced a drop blood pressure and also a pericadial effusion. It was reported that a non-boston scientific steerable sheath was selected for use instead of the faradrive. However, it was noted that this sheath was difficult to steer. Additionally, the wire was not able to be visualized. All connections were checked, and staff attempted to reconnect wires. The physician noted a drop in blood pressure, and a pericardial effusion was identified and drained. A total of 26 ablations were performed, but the procedure was not completed. The physician stated that the difficulty steering the sheath and the inability to visualize the wire contributed to the complication. Albumin was started, and the patient was not discharged from the hospital. The device will not return for laboratory analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced a drop blood pressure and also a pericadial effusion. It was reported that a non-boston scientific steerable sheath was selected for use instead of the faradrive. However, it was noted that this sheath was difficult to steer. Additionally, the wire was not able to be visualized. All connections were checked, and staff attempted to reconnect wires. The physician noted a drop in blood pressure, and a pericardial effusion was identified and drained. A total of 26 ablations were performed, but the procedure was not completed. The physician stated that the difficulty steering the sheath and the inability to visualize the wire contributed to the complication. Albumin was started, and the patient was not discharged from the hospital. No more information was provided regarding whether the device will return for laboratory analysis.

Event description:
It was reported that the patient experienced a drop blood pressure and also a pericadial effusion. It was reported that a non-boston scientific steerable sheath was selected for use instead of the faradrive. However, it was noted that this sheath was difficult to steer. Additionally, the wire was not able to be visualized. All connections were checked, and staff attempted to reconnect wires. The physician noted a drop in blood pressure, and a pericardial effusion was identified and drained. A total of 26 ablations were performed, but the procedure was not completed. The physician stated that the difficulty steering the sheath and the inability to visualize the wire contributed to the complication. Albumin was started, and the patient was not discharged from the hospital. The device will not return for laboratory analysis. It was further reported the patient went to or but was stabilized. No additional intervention was needed and patient as discharged per implanter.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.